Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: pump need to be evaluated. Pump have mislodged cassette errors, multiple cassettes have been used units has been cleaned no reports of patient harm or stopped infusions. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 3). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a valve 3 leak. Device was able to infuse normally for an extended period of time. An internal investigation was performed and no damage or defects could be identified related to the pneumatics. The left bag hook is broken off and the lever boot retaining plate is cracked. The device was reverted to manufacturing mode and able to pass multiple rounds of pneumatic hardware testing without issue. All measurements related to valve 3 were not only passing but quite far from failure thresholds. Therefore, the customer reported issue could not be confirmed.